Manufacturer narrative:
The reported device was manufactured and distributed by small bone innovation, inc., (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Unknown star talar component: medium (36mm x 35mm), right... Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
After the star surgery, the subject complained of delayed wound healing (2005), sensory deficit (2006), and tia secondary to a-fib (2009). After the onset of this pain event, the patient reported experiencing prostate cancer, and pain over medial malleolus (2013).